Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 50 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.